Manufacturer narrative:
Pump received with blank display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also received with moisture damage on the motor, battery tube and vibrator assembly. Unable to verify a13 due to blank display. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had an unexpected alarm, a blank display and is continuously beeping. Customer stated that the pump was dropped. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for alarm but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.